Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported several occurrences of the pcea set leaking despite being connected correctly. The customer reported that some patients had experienced inadequate pain control. No specific patient or event information or event dates were provided. There was no long lasting harm.

Event description:
The customer reported several occurrences of the pcae set leaking during epidural infusions of fentanyl and bipuvicaine at 8-12 ml/hr despite being connected correctly.

Event description:
The customer reported several occurrences of the pcae set leaking during epidural infusions of fentanyl and bipuvicaine at 8-12 ml/hr despite being connected correctly. The customer reported that some patients had experienced inadequate pain control. No specific patient or event information or event dates were provided. There was no long lasting harm.